Event description:
It was reported that when attempting to hook a patient into a loaner from agility: the cs300 intra-aortic balloon pump (iabp) had a circuit leak alarm. The patient arrived from an outside facility with an arrow intra-aortic balloon (iab). There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm arrived onsite and powered on the unit, connected the test catheter and patient simulator and started pumping with no issues. The stm then checked the logs and found autofill failure code 16 0 which states "shuttle pressure failed to reach initial purge level for dead volume calculation within 14 seconds. Slow purge. Vacuum leak, leak in iab circuit, extreme water buildup, clogged purge line filter, k3/k5 failure". Subsequently, the stm performed numerous auto-fills and ran on test catheter with no issues. Unit passed all calibration, functional and safety tests to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that when attempting to hook a patient into a loaner from agillity: the cs300 intra-aortic balloon pump (iabp) had a circuit leak alarm. The patient arrived from an outside facility with an arrow intra-aortic balloon (iab). There was no harm or injury to the patient and no adverse event was reported.